Event description:
The pt experienced a sudden onset of dyskinesias. The dyskinesias were still present when deep brain stimulation was turned down, but stopped when stimulation was turned off. The pt's original symptoms were stiffness; dyskinesias were not part of the pt's symptoms. Stimulation was left 'off'. The pt was not very mobile due to lack of stimulation therapy. There had been no change in medications. There had been no trauma or falls. The hcp planned to have the device turned back on for a few days to see if the dyskinesias went away. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).